Event description:
The reporter stated the surgeon implanted a micl 12.1mm implantable collamer lens in the patient's left eye. The lens was removed due to refractive outcome. The lens was exchanged for another 12.1 but different diopter, a -15.0. Post-op visit on (B)(6) 2011, bcva was 20/15.

Manufacturer narrative:
(B)(4): secondary surgery. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).